Manufacturer narrative:
This follow up submission is being submitted to reflect the current contact information in section g1.this follow up submission is also being submitted to correct the product/lot information as it was inadvertently omitted from the initial submission. The following sections were updated to reflect the corrected information. Section d4: catalogue no updated from 07k72-35 to 07k72-74. Lot no updated from unknown to 29368ud01. Expiration date from blank to 7/16/2021. Section h4: device mfg date: u[dated from blank to 4/17/2022.

Event description:
The customer obtained a falsely elevated architect estradiol result for a patient having an intrauterine device removed. The patient was not pregnant and had a progesterone result of 0.32. The patient's sample generated an estradiol result of 3670 pmol/l on the architect. The physician expected the estradiol result to be a low value. The sample was retested on roche and generated 15 pg/ml. There was no reported impact to patient management.

Manufacturer narrative:
All available patient information was included. No additional information was provided. An in-house investigation confirmed that the drug mifepristone causes interference/cross-reactivity with the architect estradiol assay leading to falsely elevated estradiol results. A product correction letter was issued on 05feb2019 to all architect estradiol and alinity I estradiol customers who received one of the impacted lots. The product correction letter informs the customer that patients undergoing mifepristone therapy should not be tested with the architect estradiol or the alinity I estradiol assays for up to two weeks post their last dose. It also instructs the customer to review the letter with their medical director. The architect and alinity estradiol package inserts will be updated to include new information regarding interference/cross-reactivity between the architect and alinity estradiol assays and the drug mifepristone.